Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and their heart rate would increase with posture changes. The leadless implantable pulse generator (ipg) was reprogrammed, and the issue resolved. The device remains in use. This patient is enrolled in a micra (B)(6) clinical study. No further patient complications have been reported as a result of this event.